Event description:
It was reported that an alarm was heard and telemetry did not confirm. At 5:00am on the report date, the patient heard an intermittent three beep alarm from the pump every three hours. The health care provider (hcp) interrogated the pump and there were no active alarms. The hcp had his nurse check the pump logs and ¿he thought he saw that said something about safe and use min rate.¿ the manufacturer representative checked the pump logs and there was no alarm log showing. The alarms were played for the patient and the patient thought it was a non-critical alarm but with three single beeps. The hcp planned to monitor the patient and pump. The device system was used to deliver fentanyl. It was later reported that the patient experienced withdrawal. The symptoms the patient experienced included increased baseline pain, nausea, diarrhea and chills. The symptoms occurred prior to a pump refill. It was reported the refill date was missed and the volume in the pump was below the recommended volume to maintain adequate infusion. The patient told the reporter she missed her refill and the pump was empty. Following the refill, the symptoms resolved. It was later reported that the patient was doing fine and had no other problems as of (B)(6) 2013. The patient was receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4) is no longer applicable.

Event description:
Additional information received reported the safe rate in use was only seen by the health care provider (hcp) upon the initial interrogation after the patient said she heard an alarm. The low reservoir alarm was reportedly "about" a month prior after the patient missed her refill appointment. The patient had said the alarm was similar to something she had heard before when she had a low reservoir. It was reported " it never showed safe state in the logs and by the time that I arrived at the clinic and interrogated the pump everything appeared normal and the logs never indicated any alarm had occurred". After the alarm test had been played for the patient she indicated the alarm she had heard was like the one she had heard when she had a low reservoir alarm the month prior. It was reported the alarm the patient heard did not get confirmed to be due to the missed refill/empty pump.